Manufacturer narrative:
There was no patient involvement. PMA/510k: the heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and found out oily residues in the patient tank. Due to the unit tripping electric's, functionality of the unit could not be tested. The technician suspected a leak of coolant from the cooling coils. It is very likely that the root cause of the reported event is a hole in the evaporator which led the water entering the refrigeration cycle causing compressor damage. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t alarmed and stopped working tripping out the electrical supply it was connected to. Draining the tanks, it was found that some oil substance was present in the water which had a dark color. There was no patient involvement.